Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After secondary review of this file performed on april 3, 2023, it was decided to add 6. Health effect - impact code, f15 and 6. Type of investigation, b20, to more accurately capture the reported event. Added 6. Health effect - impact code, f15, and 6. Type of investigation, b20, to more accurately capture the reported event.

Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6) year-old patient underwent primary breast reconstruction with a 400cc mentor memorygel breast implant and suffered right-sided grade iii capsular contracture postoperatively. The patient was prescribed medication (accolate) and instructed to perform massage to relieve the contracture. The issue is ongoing. On 10/15/2019, mentor became aware that psr submission reference numbers (B)(4) are duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number.